Manufacturer narrative:
The complaint of hair in the packaging was confirmed and the cause was determined to be packaging related. Four photographs and one 22g insyte autoguard device from lot #4355977 were provided for investigation. A strand of hair was observed within the sealed unit package. No other similar complaints were reported from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
It was reported that bd insyte autoguard foreign matter- hair. The following information was provided by the initial reporter: information indicates that the product and hair were packed together in the sterile bag, not inside the product.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.